Manufacturer narrative:
Follow-up #1: date of submission: 04/21/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2016 with the following findings: on investigation, the pump did not reveal any evidence of a line through the display. The display was noted to be dim however. Unrelated to the original complaint, there was moisture observed in the battery compartment. The battery compartment was noted to be cracked from the bottom traveling to the bumper. A leak test revealed moisture ingress at the battery compartment crack. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. No additional information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.